Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt connector locking nut was missing. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. In addition, the trunk cable connector pins were bent. The root cause of the bent pins could not be positively identified, but was likely excessive force. No adverse event resulted from the defective connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report an unrelated event. Upon service investigation a reportable problem was discovered. The electrode belt trunk cable connector housing nut was missing and the connector pins were bent. The patient was issued a replacement electrode belt.